Manufacturer narrative:
The patient''s dob is unknown. This information was not available from the facility. Report source: foreign- germany. The angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Based on the complaint details, force was applied to remove from the patient. This likely resulted in the detachment of the scoring element resulting in a sharp edge. Photo received shows the scoring element detached, but remained intact to the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in the mid sfa. During removal, resistance was noted and the device was knotted at the vessel site. With much force applied, the device was able to be removed but the patient experienced a lot of pain. Upon removal, the scoring element was knotted and one scoring element strut detached, but remained intact. The procedure was completed with a plain balloon. Under angiography, no damage to the vessel was observed. No patient injury reported. This product problem is being submitted due to the detached scoring element strut resulting in a sharp edge. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block h3: the angiosculpt catheter was returned for evaluation. Visual inspection found the scoring element ring detached from the damaged distal bond. One scoring element strut detached at the distal portion, but remained intact with a sharp edge observed. Block h6: in the initial MDR, investigation findings code #3252 (fracture problem) was listed and remains appropriate. Per the IFU, retained device components is listed as a possible adverse effects of the procedure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.